Manufacturer narrative:
Device investigation details: the affected device has been reported as discarded, so no analysis can be conducted to confirm the reported deficiency. The lot number was reported as unavailable. As a result, the manufacture record evaluation (mre) cannot be conducted. Should the correct lot number be made available at a later date, the complaint file will be reopened and an mre review will be performed and documented. If the device is received in the future, the complaint record will be reopened to perform the product investigation as appropriate. Complaint trends are monitored on a monthly basis as part of the company post market surveillance. Manufacturer's ref # (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Post-procedure, cardiac tamponade was discovered and confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 1½ liters from the pericardial space. Pericardial drain was left in situ and was removed 2 days later. The patient was reported in stable condition after pericardial drainage. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related, the physician stated the issue might have been cause by the st. Jude medical agilis brk transseptal sheath. There was no evidence of steam pop during the ablation. The irrigation was set at 15cc/min. No error messages or bwi product malfunctions were reported. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module included 1mm, 3 sec, 5 g 50% 2mm. The additional filter used with the visitag module was respiration. The color option used prospectively was time. Despite it is believed the issue was caused by the transseptal needle (non-bwi product), this event will be reported under the bwi ablation catheter since ablation was performed during the case and the issue was discovered post-procedure, after the bwi ablation catheter was used. Therefore, there¿s no evidence to determine the issue was not related to the radiofrequency (rf) delivery.